Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 406 mg/dl. Customer's blood glucose at time of call was 191 mg/dl. Customer's mother mentioned the bolus date in history did not match the date that the bolus was delivered. During troubleshooting, found bolus date was correct. Customer mentioned there was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored for three days and several boluses were delivered. The pump delivered properly all the bolus profiles and were recorded in the bolus and daily total history screens. No bolus anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a stained end cap sticker.